Event description:
It was reported by the stryker representative that the surgeon was having problems with implanting the device. This resulted in a delay in surgery.

Manufacturer narrative:
Update: h6. The reported event that the customized implant was thicker as expected and a part of the implant seemed partly cracked could not be confirmed as a post-operative CT scan or pictures were not provided. The surgeon reported they had to trim or shave part of the implant to make it fit. A device history report (DHR) review was performed. Within the review no deviations were found, the required tests were performed and did pass without any discrepancies. A design analysis was performed by a custom implant designer of stryker. Within this analysis the custom implant designer shared images of the design proposal that was approved by the surgeon, including CT scans of the patient¿s defect. There were no deviations from the standard design process found. Summarizing all obtained information, the root cause of the reported event could not be determined. Based on the performed investigation, the assessment of the designer and the DHR review there is no indication for an incorrectly working product or design, material or manufacturing related issue.

Event description:
It was reported by the stryker representative that the surgeon was having problems with implanting the device. This resulted in a delay in surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.